Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got a no delivery with their first set during a bolus. The customer's blood glucose level during the incident was unknown. The alarm did not occur during the manual prime process. The customer reported that the even was resolved by changing the complete infusion and reservoir set. The product will not return for analysis.